Manufacturer narrative:
On (B)(6) 2016 04:21 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The product was not available for manufacturer's laboratory investigation. The failure is known by similar complaints and is thoroughly investigated under CAPA (B)(4). Maquet cardiopulmonary gmbh is aware of similar complaints and determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary gmbh has initiated a CAPA process ( CAPA (B)(4)) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. Due to this no further action will be completed at this time. This data is being handled through a designated maquet cardiopulmonary tracking and trending process.

Event description:
"The customer found the blood leakage from the de-airing port on the blood inlet side. It was found several hours after the extracorporeal circulation was started. Then, the customer put the cap on and coped with it. It was not much of "dripping", but the customer determined that it was leaking from the hydrophobic membrane no adverse effects on the patient occurred during patient use." (B)(4).

Manufacturer narrative:
Corrective and preventive actions have been established in CAPA (B)(4) based on the root cause analysis: -development and implementation of an optical inspection of the raw material (membrane). -development and implementation of a new punching process. -improvement of the packaging of the membrane rolls at the supplier. -prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by july 2017. This is the final report.

Event description:
(B)(4).